Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received. No product was returned; visual and dimensional evaluations could not be performed. Review of device history records found this unit was released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the user facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw broke upon implantation, requiring removal and causing an increase in surgical time. No additional information has been provided.